Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, pin 1 on connector j1001 was damaged during assembly. The damaged pin caused an intermittent connection and damaged the belt receptacle connector. The cause for the service code 204 is the intermittent connection. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying service code 204 (belt/monitor unusable).